Event description:
--

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity prior to implantation. The device was not implanted due to the recorded code. This device has been returned for analysis.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded about a year before the recent implant procedure. The code was recorded shortly after the device was taken out of storage mode. Review of device data found the battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Detailed analysis found that battery voltage varied in accordance to the temperatures the device was exposed to. The battery fluctuations were due to temperature exposure. The device was exposed to cold temperatures which caused the battery voltage to trip the fault code.